Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was on demo mode, about 15 mins later and could smell a burning odor in the rear of the unit. Also states that the top of the case towards the front felt warmer than what it should have. There was no patient involvement.